Event description:
During remote follow-up, far p oversensing was observed on the device. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed at this time. The patient experienced no adverse consequences.